Manufacturer narrative:
UDI reference number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the root cause was unable to be determined, per report, the rupture was caused by the balloon interaction with either the leaflet calcification or the stent struts of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment of the 26mm sapien 3 valve, the delivery system balloon ruptured. The balloon was fully inflated and the physician was at the count of "three" holding maximal inflation when the rupture occurred. The valve was able to be deployed as intended in an 80:20 aortic/ventricular position. The patient left the operating room in stable condition. It was perceived that the rupture was caused by the balloon interaction with either the leaflet calcification or the stent struts of the valve.